Event description:
It was reported that during the implant procedure after the leadless implantable pulse generator (ipg) delivery system (ds) crossed the valve to enter the right ventricle, multiple positioning and angiography were performed. With the help of the ultrasound it was not possible to confirm that the delivery system was close to the septum. The leadless ipg was unable to pace and had a sensing issue. After three to four attempts to close the septum, the delivery system was found to be fatigued under imaging. The leadless ipg ds was attempted not use and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: (B)(6). D9: yes, return date: 08-jun-2026 h3: yes product event summary: the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full delivery system was returned with the device intact in the device cup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.